Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace curved shears insert instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken blade. The broken piece, approximately 0.45" x 0.10", was not returned. Material was missing. Any inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip broke and fell into the patient. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in use for approximately 5 minutes when the tip broke while dissecting. According to the surgeon, he was freeing the thyroid gland attachments and as he applied energy there was no desired effect which he usually gets and when he opened the jaw the instrument tip broke. The fragment that fell into the patient was retrieved by an unspecified hand instrument during the same procedure. The surgeon visually confirmed all fragments were retrieved. No post-operative tests or additional surgical procedures were performed. It was reported that the instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument had not been removed prior to breakage. Furthermore, it was confirmed that there was no injury to the patient and the patient was discharged normally and had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No video is available for review.